Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the distal right coronary artery. A 3 cm balance middleweight (bmw) hydro guide wire was used; however, material from the guide wire was noted to have peeled off in the anatomy. Therefore, aspiration was performed to remove the material and an unspecified bmw was used to complete the procedure. Although it was confirmed under fluoroscopy that no foreign material was left in the anatomy, it is difficult to see under fluoroscopy if any polymer was left in the anatomy. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported peeling. There is no indication of a product quality issue with respect to manufacture, design or labeling.